Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) had a cs100 maintenance required code#5. There was no patient involved and no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation type, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, checked and found same problem, first calibrate both pressure transducer after calibrate helium cylinder and after found problem is solved , handed over to department with good working condition.

Event description:
N/a.